Manufacturer narrative:
It was confirmed that the device software was successfully upgraded to version 3.20, resolving the customers¿ issue of not having the function activated that they needed. The field service engineer confirmed that there were no other problems with the ventilator. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
In a good faith effort (gfe) response received from the field service engineer (fse), it was stated that they were able to evaluate the device and saw that the device¿s software was version 3.00, when it needed to be version 3.20 in order to use the function that the customer is requesting. The fse stated that they would update the software version. The fse was able to confirm that despite the device function not being available, the device was otherwise able to turn on as intended.

Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator in CPAP (continuous positive airway pressure) mode does not have a ramp time and c-flex feature (a setting in CPAP mode, which enhances traditional CPAP by reducing the pressure at the start of exhalation), and that the st (spontaneous/timed) mode also does not have a ramp time. It is unknown if the device was in use on a patient at the time of the reported problem. There was no patient or user harm reported. Onsite service of the device by a field service engineer (fse) was recommended. Further information regarding the reported issue will be requested.